Event description:
It was reported that an "unstable patient" was receiving an infusion of vasopressors. At 1953, the nurse went into the patient's room when the pump alarmed "channel error." It was noted that the two channels were switched out with a delay in receiving medication. The patient died at 2029. The clinician indicated primary cause of death "underlying cancer, ckd disease. Death secondary and accelerated by the malfunctioning pump delivering the vasopressors. " no additional information was provided. A copy of the medwatch report from FDA was received, which states, ¿this was an 82-year-old male patient with pmh significant for cad, chf, dm2, ckd, admitted with jaundice and hypoxia. The event was originally placed as a b3 due to scoring high on the discernment tool, however, I have upgraded to a b1. The patient underwent inpatient treatment and due to requiring additional therapy, he was admitted to our inpatient acute rehab. He further declined in rehab and was readmitted. Nephrology was on the case and wanted to start him on crrt requiring ICU transfer. While in ICU, he was hypotensive and on 2 pressors (vasopressin and levophed). He was noted to have an episode of hypotension and bradycardia in which the rn went to titrate the drips. Upon manipulation of the pumps, the channels became disconnected from the brain and the patient did not receive the pressors for approximately 20-30 seconds. The pumps were sequestered, and the error log did show the error. However, it was learned this happens often and other pumps were tested in which "channel disconnect" was displayed, however, when looking at their error logs, the error does not display. This is another challenge that we found which can be detrimental in that we would have no idea which pumps are having issues if the errors are not being recorded in the error log. In the interim, the patient coded, and rosc was not achieved."

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b17 - device not returned, c20 - no findings available. Correction: medical device serial #, device manufacture date. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c , d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow-up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that an "unstable patient" was receiving an infusion of vasopressors. At 1953, the nurse went into the patient's room when the pump alarmed "channel error." It was noted that the two channels were switched out with a delay in receiving medication. The patient died at 2029. The clinician indicated primary cause of death "underlying cancer, ckd disease. Death secondary and accelerated by the malfunctioning pump delivering the vasopressors. " no additional information was provided. A copy of the medwatch report from FDA was received, which states, ¿this was an 82-year-old male patient with pmh significant for cad, chf, dm2, ckd, admitted with jaundice and hypoxia. The event was originally placed as a b3 due to scoring high on the discernment tool, however, I have upgraded to a b1. The patient underwent inpatient treatment and due to requiring additional therapy, he was admitted to our inpatient acute rehab. He further declined in rehab and was readmitted. Nephrology was on the case and wanted to start him on crrt requiring ICU transfer. While in ICU, he was hypotensive and on 2 pressors (vasopressin and levophed). He was noted to have an episode of hypotension and bradycardia in which the rn went to titrate the drips. Upon manipulation of the pumps, the channels became disconnected from the brain and the patient did not receive the pressors for approximately 20-30 seconds. The pumps were sequestered, and the error log did show the error. However, it was learned this happens often and other pumps were tested in which "channel disconnect" was displayed, however, when looking at their error logs, the error does not display. This is another challenge that we found which can be detrimental in that we would have no idea which pumps are having issues if the errors are not being recorded in the error log. In the interim, the patient coded, and rosc was not achieved."